Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/27/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior vaginal repair with mesh, aris-transobturator sling, urethropexy, rectocele repair, and anoplasty due to sui, rectocele, rectal prolapsed, and cyctocele. It was reported that the patient underwent mesh revision on (B)(6) 2009 along with adjacent tissue transfer of vagina, abdominal sacrocolpopexy, rectopexy and cystoscopy due to vaginal mesh erosion, rectocele & rectal prolapsed.